Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the temporary wires don't have tines to hold them in place so they probably shifted with the patient's movement. It was reported that they changed the test wire. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: (B)(6) 2017, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient thought their wire came out. Patient stated they stopped feeling stimulation last night and they thought their wire may have come out. Patient raised stimulation on their own, but they were unable to feel it. Patient was able to raise stimulation on the call and reported they could feel it. It was unknown at the time if the issue was resolved. Additional information was received. The patient felt like they were not doing as well as before. They reported they were feeling stimulation at the time of the call. Patient felt like the wires may have shifted because they were feeling stimulation in a different area. The side was changed from left to right. Patient was unable to wear their back brace due to the evaluation and reported it had been a challenge to sit upright without the brace. The issues were reported as resolved at the time of report. No further complications were reported or anticipated.